Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "we purchased a brand new bovie for mfi medical. The grounding plate had caused a burn in one patient."

Manufacturer narrative:
The device was returned for evaluation, and it functioned well and tested to specifications. The root cause is undetermined. The most likely root cause is user error, due to the current concentrating in one location as this can be caused by insufficient contact with the patient. If any additional relevant information is identified it will be submitted in a supplemental report.